Event description:
The patient reported that subsequent to the implant of a protegen sling, pt experienced continued incontinence, infections, pain and numbness. The device remains in the patient. Therefore, no failure analysis is available. The co's directions for use outline as potential complications: "infection."